Event description:
Hill-rom technical service representative alleged that when the head up switch is pressed the head will actually run down. Rep stated that there were no alleged injuries. Rep stated that the bed was found in the basement and did not know if a patient was in the bed.

Manufacturer narrative:
The tsr repalced the head drive to replace the issue.